Event description:
Pt was in operating room. The electrosurgical unit was on and showed return electrode fault. Return electrode pad loose. Removed old pad to apply new one. No mark on pts skin noted at this time. After surgery was done, pad removed and a 2" x 3" irregular dark red mark was noted on skin under pad. Left thigh.